Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the obturator broke a piece off of the cannula seal and the customer was unable to find it. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reporting the issue inquired if the seal was visible on x-ray. Reportedly the procedure was being completed as planned. Isi received the following additional information via follow up: the accessory was inspected prior to use, with no damage found. When the damage occurred, the seal was placed on the trocar and obturator through the seal in preparation for the first trocar insertion. Prior to the start of the surgery. The 5-12mm cannula seal was used, product number 570500. Prior to the reported issue occurring, the initial trocar was inserted, and intraabdominal pressure was not staying, so the seal was checked and part of it was found to be ripped. The fragment was found on the floor. There was only one fragment, and it was matched up to the portion missing from the trocar. No additional surgical procedures were required. No post-operative tests were performed. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. A photographic image of the accessory was provided to the csr.

Manufacturer narrative:
Review of the provided image found damage on the ports seal. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h10/h11 for follow-up information.